Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel discoloration was not observed. Additionally, retention samples from bd inventory were visually inspected with no issues observed as all samples met specifications. There is a color range that was acceptable when the gel was mixed. The color of the gel that went into this product was within this acceptable color range. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode gel discoloration as the gel color was within specification. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that prior to use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the gel was discolored. There was no report of patient impact.

Event description:
It was reported that prior to use with the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, the gel was discolored. There was no report of patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.